Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. No issues observed with the touchscreen functionality

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became intermittently unresponsive. Reportedly, due to the touchscreen issue, the customer reported sometimes being unable to enter into the bolus screen as the bolus button does not recognize the customer's touch. Additionally, the customer feel the pump may not be delivering the accurate amount of basal insulin. In addition, it was reported that the wake button was intermittently unresponsive. Reportedly, the customer has to push the button with a lot of force and, at times, the button got stuck which prevented the customer from unlocking the pump. The customer's blood glucose (bg) level was reported to be "high" in the 600's (mg/dl), however the exact value was not provided. The customer used manual injections to address bg level, and will continue using manual injections as alternate insulin therapy.